Event description:
It was reported that three years and three months post port placement procedure via the right subclavian vein, swelling was allegedly observed near the port body. However at this point of time there was no evidence that the device caused the swelling. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2023).

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp implantable port with an attached groshong catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported swelling issue as the exact circumstances at the time of reported event is unknown and cannot be verified. Also, from the returned sample, a split was noted on the catheter approximately 0.2cm from the distal end of the cath-lock. Parallel splits were noted on the catheter border approximately 4.4cm from the distal end of the cath-lock. Two longitudinal splits, in-parallel, were noted on the catheter between the 8.0cm and 9.0cm depth marks. However, the identified fracture issue was captured in another record, in this way in order to not duplicate the count of the appropriate codes in our records. Furthermore, clinical conditions such as swelling alleged in the complaint cannot be confirmed. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and three months post port placement procedure via the right subclavian vein, swelling was allegedly observed near the port body. It was further reported that the device was removed on later days. There was no reported patient injury.